Manufacturer narrative:
Investigation summary: a review of the documentation, instructions for use(IFU) and specifications of the device were conducted during the investigation. The product was not returned, so physical evaluation could not be performed. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Additionally, a document based investigation evaluation could not be performed. There was no evidence to suggest the product was not made to specifications. No lot number was provided; therefore a review of non-conformances or related complaints cannot be completed at this time. Based on the information provided and the results of our investigation, a definitive root cause could not be determined. However, appropriate measures have been initiated to address this failure mode. The quality engineering risk assessment for this failure mode was reviewed and it was determined risk mitigation activities are being investigated.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported by the customer that prior to performing a procedure, the technician opened a package containing the ncircle tipless stone extractor device and the basket broke in his hand. Additional information has been requested regarding the specifics of the alleged basket breakage; however, no information has been received as of the date of this filing. The device did not come in contact with the patient.